Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low speed and pump stop events appearing consistent with potential driveline wire compromise; however, evaluation of the replaced external portion of the driveline did not confirm any wire damage that would have contributed to these events. The submitted log file contained events from 05dec2025 through 29dec2025. Several low speed and pump stop events were captured from 21dec2025 through 29dec2025 while the patient was connected to the mobile power unit. These events were associated with low speed advisory, low speed hazard, and low flow hazard alarms. No other notable events or alarms were captured. A distal end driveline repair was performed by an abbott technical services representative on 09jan2026. Approximately 21.0¿ of the external portion/distal end of the driveline was returned for evaluation. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The underlying wires were visually inspected under the microscope. No obvious signs of damage to the wire insulations or underlying conductors were observed. The driveline was then submerged in a saline bath for high-potential testing to verify the integrity of each wire¿s insulation. No areas of current leakage through the insulation of the driveline wires were identified. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate ii patient handbook rev. A are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Sections 6 and 8 of the heartmate ii IFU, as well as sections 4 and 6 of the heartmate ii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the heartmate ii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) driveline serial number (B)(6) reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
They were readmitted for a driveline repair on (B)(6) 2026. The driveline repair was performed on (B)(6) 2026. The patient would remain on the ungrounded patient cable until analysis of the excised driveline was complete.

Event description:
Additional information was provided that no areas of compromise was found on the returned section of the driveline. However, a possible area of compromise likely existed superior to the driveline repair site. Further log files recorded speed reductions while connected to a patient cable on (B)(6) 2026 at 1458 to 1620. The power was switched to battery power, then to patient cable, and no further unusual events were recorded.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files were submitted for urgent review. Following review, it appeared that the log file captured several low speed and pump stop events while using the mobile power unit (mpu). It appeared that the patient had a short to shield with pump stops/low speed advisories while using the grounded mpu. X-ray images were provided of the patient's driveline. The patient had a short to shield with pump stops/low speed advisories while using the grounded mpu. Following review of the x-rays, it appeared that the internal portion looked unremarkable. There was slight thinning at the bend relief area of the driveline near the distal end. The patient was deemed stable and was using an ungrounded patient cable on battery power. The patient was discharged on (B)(6) 2025. It was planned that they would be readmitted for a driveline repair on (B)(6) 2026.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.